Event description:
During a rotator cuff repair the anchor fractured at the suture eyelets. The anchor fractured prior to complete insertion into the pt's humerus. The surgeon tried several types of devices to remove the anchor without success. The surgeon was able to twist the anchor into the pt's bone and remove the proud portion of the anchor. The procedure was completed with two add'l twinfix anchors without incident. A delay of 1-hour was experienced. The sales rep. Stated that the surgeon does not pre-drill but does use the ao-2 finger technique. No pt injury or complications were noted.